Event description:
It was reported that during procedure, the fiber broke as the physician was advancing it into the scope. The procedure was complete with another of the same device. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The product record review (prr) results detailed in the prr table did not determine the probable cause. The device history record (DHR) review confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A labelling review was performed on the device instructions for use (IFU). The IFU cited that the fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. A risk review was performed and confirmed that the event of the fiber breaking was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, the conclusion code "unable to exclude device problem" has been assigned as the most probable cause.

Event description:
It was reported that during procedure, the fiber broke as the physician was advancing it into the scope. The procedure was complete with another of the same device. There were no patient complications.